Event description:
It was reported that due to migration the patient will have his spectra concealable penile prosthesis (spp) revised on a future date. The patient was discharged 60 postoperative days for sexual initiation. After 2 weeks the patient noticed a migration of the prothesis. After consultation it was noted that the prosthesis left side was positioned 4 cm below the end of the cavernous body in its distal portion. Should additional information be received a supplemental report will be submitted. It was further reported that this patient is experiencing a lot of pain. It was further reported that this patient has his spp removed and replaced. A new 12mmx20cm spp was implanted.

Manufacturer narrative:
Correction to b5, d7, and h6: updated to include additional information h3 other text : device not returned for evaluation.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to migration the patient will have his spectra concealable penile prosthesis (spp) revised on a future date. The patient was discharged 60 postoperative days for sexual initiation. After 2 weeks the patient noticed a migration of the prothesis. After consultation it was noted that the prosthesis left side was positioned 4 cm below the end of the cavernous body in its distal portion. Should additional information be received a supplemental report will be submitted. It was further reported that this patient is experiencing a lot of pain.